Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2007. Dtba1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing of noise. The pase/sense portion of the lead was capped. The right atrial (ra) lead exhibited high thresholds and intermittent capture. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.